Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to wear and tear damage with customer mishandling and with increasing use/time. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use. Warnings and cautions: caution: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. To prevent unnecessary patient exposure to ultrasound radiation, follow the ¿as-low-as-reasonably achievable¿ (alara) principle when using ultrasound equipment. Freeze the image whenever you are not actively viewing the ¿live¿ ultrasound image. When the equipment is in the freeze mode, no ultrasound energy is emitted.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No additional information was available. The device was evaluated, and the reported issue was confirmed. Due to damage on acoustic lens, water tightness was lost. Due to damage on the up/down knob, water tightness was lost. Due to deformation of the electrical connector guide pin, water tightness was lost. Due to damage on balloon water channel tube, water tightness was lost. The scope cover had discoloration. The scope body had a crack. Due to a scratch on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Due to damage on the ultrasonic cable and acoustic lens, the displayed ultrasound image was defective with missing elements. The objective lens had a scratch. The adhesive around the light guide lens had wear. The bending section cover had wear and a crack. The connecting tube and universal cord had buckling. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to a dent on the bending tube, the bending angle in the up direction exceeded the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the evis exera ii ultrasound gastrovideoscope had leakage which was detected by the endothermo disinfector 4. No patient injury or procedure impact reported. During the evaluation of the device, it was noted there was a gap of adhesive on the distal end between the acoustic lens and ultrasound probe. This report is to capture the reportable malfunction of the gap of adhesive on the distal end between the acoustic lens and ultrasound probe noted at estimation.